Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no motor error or no delivery alarm noted. The motor was tested outside the device and passed. The unit functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, belt clip slot, and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels and was hospitalized on (B)(6) 2015. Customer's blood glucose level was 550 mg/dl at the time of the incident. Customer could not get his blood glucose levels to go down. Customer was kept possibly for 2 days and was able to treat. Customer was wearing the pump at the time of the hospitalization. Customer also had a no delivery alarm but did not want to troubleshoot for the issue. No further assistance needed.